Manufacturer narrative:
Technician found that the brakes caster did not lock but would still move from side to side. The technician replaced the four brake casters to resolve the issue.

Event description:
Technician alleged that the brakes are not holding. No one was hurt or injured.